Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The sample was evaluated and the complaint for damaged was confirmed in the lab for broken occluder feet. The cause could not be determined and the patient was called in for retraining. A batch review was not performed because the lot was unknown. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.

Event description:
Baxter received a report from a nurse regarding a transfer set with a broken white valve cap. No injury or medical intervention was reported.